Manufacturer narrative:
Device evaluation: the moisture ingress complaint against the pump with serial number (B)(4) was received after the pump had been returned and evaluated by product analysis on (B)(4) 2012 with the following findings. The pump was no longer available for investigation at the time of the moisture ingress complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The moisture ingress complaint could not be confirmed. Unrelated to the complaint, the display lens was observed to be dented, and the display screen was shattered. During testing, the pump powered on with a blank display. The blank, damaged display was replaced with a test display, which functioned appropriately.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture was present in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.